Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported that sometime around the middle of september, they began to experience back pain on their right side. Caller confirmed the ins is implanted on their left side. Caller stated they saw their hcp and their hcp has ordered an x-ray, CT scan, and MRI. Caller also inquired about compatibility of each. Technical services (tss) reviewed information. Caller also mentioned that they attempted to reach out to their rep, but had not heard back yet. Caller also noted that they still only feel stimulation in their left leg only and not in their right leg.

Event description:
The reason for call was patient stated they got a letter from medtronic and they did not know how to respond to it because the issue had not been resolved. Patient stated they still only felt stimulation in their left leg and they had turned it up and changed the settings but they still had right side back pain. Patient said they were going to therapy now to try to resolve that and they were told to switch from setting a to setting b. Patient mentioned they were up to 2. 8 on the settings and they could feel constant tingling in the left leg but it was not in the back and they never felt any stimulation in the right leg. Pt wanted to help with pain in their back and right leg. When they cough or sneeze. Patient service asked when the issue started and patient said it had been going on for a long time. Patient then said maybe it was doing it in their right leg but they just did not feel it as much as they did it in left leg, but every time they cough, sneeze, lay on something hard from the top of their butt down to their knee it was all tingly but it did not hurt. 1- circumstances lead to the feeling: 1- nothing lead to this, it's the way it has been. 2- they had me change from a to be and increase to tolerable 3- same as 2 4- no 5- weight at the time 291.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.